Manufacturer narrative:
The product assessment center (pac) technician evaluated the device was not able to verify the reported issue. The pac technician observed that the device's buttons have been pressed at the wrong time during the device start-up sequence. The root cause of the reported issue was determined to be user error. The device was archived by stryker.

Event description:
The customer contacted stryker to report that the controls on their device work intermittently. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that the controls on their device work intermittently. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer will receive a replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.